Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 20682699, model/catalog description: infinion cx lead kit, 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. X-ray revealed lead migration. The patient underwent a lead revision procedure wherein the physician reinserted back the epidural area of the lead and anchor it back. The patient was reportedly doing well.